Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, the metal hook of the depth gauge for 2.0 mm and 2.4 mm cortex screws detached from the body. Another set was opened with the same depth gauge and the surgeon easily pulled out the piece that detached. The procedure successfully completed with no delay. There were no patient consequences. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).